Event description:
The customer reported that the etco2 inlet was stripped so that the sampling line could not be screwed in. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).